Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the functional test fails and says that the battery must be replaced. There was no reported patient involvement.